Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose level was not impacted. The customer stated that they will continue to use the pump until the replacement arrives. Additionally, it was reported that the pump auditory notifications seem "much quieter than usual" when the pump settings were set to high. The customer did not have the pump in a case and the vent holes/speaker was not obstructed in any way. During troubleshooting, tandem technical support (cts) requested for the customer to perform a fill tubing; however, the beep was inaudible. Cts asked the customer to trigger a button alarm. Although the alarm was able to be heard, the customer stated it was not as loud as it usually is. Follow up was performed with a clinical diabetes educator and it was confirmed that the customer's pump speaker is not as loud and does not perform as intended. Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the cartridge alarm (B)(4) issue was verified. However, the inaudible alerts issue was unable to be verified; no failure was identified.